Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the companion 2 driver exhibited a single compressor malfunction alarm after 2 hours of a driver switch. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a single compressor malfunction alarm, the companion 2 driver continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the companion 2 driver exhibited a single compressor malfunction alarm after 2 hours of a driver switch. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the driver's external and internal components revealed no anomalies. The patient file was copied and reviewed, which revealed one single compressor malfunction alarm, which confirmed the customer-reported issue. During investigation testing, the single compressor malfunction alarm could not be reproduced when the driver's parameters matched the settings at the time of the customer experience. A single compressor malfunction alarm was only produced when the drivelines were removed and was isolated to the right compressor. By design, per syncardia's companion 2 driver system software requirements specification, a single compressor malfunction alarm will be triggered if the active compressor is running normally (after startup), and the pressure in the main tank falls below 7.5 psi (pounds per square inch) for 10 seconds or below 6.5 psi for one (1) second. Therefore, with the drivelines not connected to the driver, the right compressor was not able to maintain the pressure within the main tank, and the driver exhibited a single compressor malfunction alarm. Although the customer experience was not reproduced, this additional testing indicated that the likely root cause of the customer-reported single compressor malfunction alarm was a malfunction of the right compressor. The customer reported issue posed a low risk to the patient because when the single compressor malfunction alarm occurred, the driver automatically switched to the secondary compressor and continued to provide all necessary life-sustaining functions. The driver was serviced, which included the replacement of the right compressor. After replacement of the right compressor, the driver's performance was retested and no single compressor malfunction alarms were observed. The driver was released to finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.